Event description:
The user facility reported a reliance synergy washer was leaking water from the unload side. Approximately 2 gallons of water leaked onto the floor. No procedural delays or cancellations occurred. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility to inspect the unit and found the drying piston valve was broken. The technician replaced the drying piston valve, and associated o-rings. A test cycle was performed, the unit was confirmed operational and returned to service.